Event description:
It was reported that the iab was prepared as instructed. The sheath was placed in pt's femoral artery. Iab was advanced over guidewire. While iab was advanced through sheath, the iab's membrane unwrapped. As a result, sheath and iab were removed as one unit. A second iab was obtained. There were no reported pt complications. Refer to medwatch no. 1219856-2007-00184 for second event involving this pt.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.